Event description:
The customer reported 12-lead ECG signal loss.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG signal loss. There was no report of negative pt impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the leads ECG trunk cable and leads, ECG connector.